Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was failed, and row b was not seen on bus. A field service engineer reseated cables in back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer a faulty sensor prevented the system from recognizing the drawer as closed, even when it was closed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in dispensing the medication, but the nurse managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.